Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and found no anomalies. The ventricular lead impedance steadily rose from (B)(6) of 2009 through (B)(6) of 2009, though now appears to be stable. Evidence of pauses could not be confirmed.

Event description:
It was reported that the patient experienced a 23 second pause was recorded occurred during a sleep study. The device is still in use. No patient complications have been reported as a result of this event.